Event description:
The customer reports: on (B)(6)2019 , right internal jugular vein catheter semi-permanent catheterization was performed. The hub of the catheter was found cracked on(B)(6)2020 , which cause the normal dialysis could not be performed. The hub was changed to continue the treatment.

Manufacturer narrative:
Qn#(B)(4). Additional information received indicating the patient condition is "fine". Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: on (B)(6) 2019, right internal jugular vein catheter semi-permanent catheterization was performed. The hub of the catheter was found cracked on (B)(6) 2020, which cause the normal dialysis could not be performed. The hub was changed to continue the treatment.